Event description:
Material # unknown batch # unknown it was reported by customer that they could not disconnect the IV set from the port closest to the patient. Verbatim: rcc received a complaint via email. Email(s) attached danielle perry, rn, reported five to ten times when she could not disconnect the IV set from the port closest to the patient. This would usually be with a magnesium or pitocin infusion that was y-sited into the distal port on the IV line of the lactated ringer infusion. To troubleshoot she would have another clinician attempt to disconnect the IV line and if it would not disconnect, she would get a new primary IV set and change out the IV set. No patient harm reported. No additional details provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that they could not disconnect the IV set from the port closest to the patient. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.